Event description:
A facility experienced over pressue in injection with their sterrad 100s and the cycle cancelled. The facility subsequently re-ran the load and the cycle completed. The chemical indicator strips and tape did not change colors and remained red in color. The facility took the entire load and sterilized it in their other sterrad sterilizer. The load completed successfully and the chemical indicator strips and tape changed correctly.